Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm the needle would not attach to the pen. There was no reported patient impact. The following information was provided by the initial reporter: consumer reported pen needles will not attach to insulin pen stated she has not reached out to a pharmacist or doctors office for assistance.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm the needle would not attach to the pen. There was no reported patient impact. The following information was provided by the initial reporter: consumer reported pen needles will not attach to insulin pen. Stated she has not reached out to a pharmacist or doctors office for assistance.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.